Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h4, h6: device history lot, device history lot , part: 03.037.018, lot: 9570424, manufacturing site: hägendorf, release to warehouse date: 02. Oct 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: background: it was reported that on an unknown date, while inspecting the instruments after going through the decontamination process it was noticed that some instruments were damaged. The star-drive screwdriver shaft is bent and wobbles in the screwdriver handle, wire guide sleeve won't fully insert into the blade guide, blade/screw guide sleeve will not let the blade inserter engage the rifling properly, tube part of depth gauge for screws is bent and will not let the screw down piece engage the threads, the insertion guide was bent and the sleeves were unable to be inserted full. However, it was set aside and inadvertently placed in the sharps container by the staff and was unable to be retrieved. There was no patient involvement with any of these items. This complaint involves five (5) devices. Investigation flow: device interaction/functional. Visual inspection: the 3.2mm wire guide sleeve (p/n: 03.037.018, lot number: 9570424) was received at us cq. Visual inspection of the complaint device showed no defect. There were only light scratches visible on the device but those scratches were expected due to the device being used. Functional test: a functional assessment was performed with the complaint device by assembling it with the blade/screw guide sleeve (part # 03.037.017; lot # l274050) which was also a returned device of this complaint. The devices assembled correctly with no issue . The complaint can not be replicated with the returned device. Complaint not confirmed investigation conclusion: this complaint is not confirmed as no visual defect was observed and the device was able to assemble with its mating component. Only few light scratches were observed on the returned device but those were consistent with the device being used. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is (B)(6) sales representative. G4: 510k: premarket submission number not available/not released. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on an unknown date, while inspecting the instruments after going through the decontamination process, it was discovered that some instruments were damaged. The star drive screwdriver shaft is bent and wobbles in the screwdriver handle, wire guide sleeve won't fully insert into the blade guide, blade/screw guide sleeve will not let the blade inserter engage the rifling properly, tube part of depth gauge for screws is bent and will not let the screw down piece engage the threads, the insertion guide was bent and the sleeves were unable to be inserted full. However, it was set aside and inadvertently placed in the sharps container by the staff and was unable to be retrieved. There was no patient involvement with any of these items. This complaint involves five (5) devices. Concomitant products: depth gauge for screws ø 2.7 to 4.0 mm, measuring range up to 60 mm, 3.2mm wire guide sleeve, blade/screw guide sleeve, depth gauge for screws ø 2.7 to 4.0 mm, insertion guide. This report is for one (1) 3.2mm wire guide sleeve. This report is 2 of 5 for (B)(4).